Event description:
It was reported the drill bit broken in the patient¿s bones during a procedure. The surgeon was not able to retrieve the broken fragment. The procedure was completed successfully with a thirty (30) minute delay and no consequence to the patient. This report is for a drill bit. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: a1: ID/case: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. H3, h6: a photo investigation was completed: the photo investigation the drill bit has broken at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event of embedded device. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit would contribute to the complained device issue. Based on the investigation findings, the drill bit has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.